Manufacturer narrative:
Device evaluated by MFR, device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient presented to the surgeon's office not long after implant as his neck incision site was red and infection. A couple days later, the lead had completely exposed out of the skin. The surgeon believed that the patient had picked at the site. As a result, the patient's generator and lead, including the anchor tether, were later removed. The other two electrodes were later removed as well as the patient's infection did not clear and progressed to mrsa (staph infection). Device history records were reviewed for the implanted lead and it was confirmed that the device was sterilized prior to distribution. No additional relevant information was received to date.